Event description:
The event was reported to happen on (B)(6) 2014, the event was reported to us on (B)(6) 2014. A medical questionaire was sent for completion and return and after multiple attempts to retrieve, the medical questionaire was received by us on (B)(6) 2015. The medical questionaire states that an exam and blood work was performed and no other details are given. Nurse for assisted living facility replaced cap back onto device after performing injection on pt. Device needle penetrated through the side of the cap exposing the needle and the nurse did not realize this and stuck her finger on the exposed needle. The device was disposed of in the sharps container and the nurse was sent to the ER for tests. MFR ref # 8021764-2015-00002.

Manufacturer narrative:
Labeling indicates unifine pentip plus is for personal use and not for clinical use.